Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated they received stuck button alarm. Customer stated the buttons was not pressed for 3 minutes or longer. Customer stated the insulin pump was not exposed to change in altitude. Customer stated the insulin pump had a labeling or packaging are device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. And self-test. All buttons functioning properly. No damage in the keypad assembly noted. Device received with missing display window cover, cracked battery tube threads, missing serial number label and cracked case corner of belt clip rails. (B)(4).